Manufacturer narrative:
Date of event: estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Implant date: estimated. The devices were not returned for analysis. A review of the lot history record could not be performed as lot and part numbers were not provided. Mitral regurgitation (mr) is listed in the IFU as a known possible complication associated with mitraclip procedures. Based on the available information, a cause for the reported mr could not be determined. The reported surgical procedure (major surgery) and hospitalization (required or prolonged) were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Article: ¿insufficient mitral leaflet remodeling in relation to annular dilation and risk of residual mitral regurgitation after mitraclip implantation.¿

Event description:
This is filed to report serious injury. It was reported through a research article identifying mitraclip that may be related to the following: re-hospitalization, surgical intervention and unchanged mitral regurgitation. Details are listed in the article, titled ¿insufficient mitral leaflet remodeling in relation to annular dilation and risk of residual mitral regurgitation after mitraclip implantation.¿